Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that impella cp was placed to support percutaneous coronary intervention (pci) procedure. During pci the impella suddenly ran at only 0.9 liters. After pci the impella was explanted. Patient survived.

Manufacturer narrative:
The investigation of low pump flow has been completed. Data log review: data logs show motor current, motor speed, and pump flow level drop, which was followed by suction alarms. No sharp spikes in motor current, but an overall decrease in value. P-level auto-adjusted for the drops at time of suction alarm. Flows did not resolve. No variability in purge pressure. Low pump flow: the product was returned for investigation and biomaterial was observed around the impeller. Data logs show motor current, motor speed, and pump flow level drop followed by suction alarms. P-level auto-adjusted for the drops at time of suction alarm. The cause of the low pump flow was most likely biomaterial ingestion, as physical product investigation showed biomaterial around the impeller.